Event description:
Patient reported that their one touch ultra meter was giving an error message. Medical affairs specialist called and spoke with the patient in 2004, who provided additional information. Patient stated that they do not recall what the error message was, but ever since they opened up a new vial of test strips about 2 days ago, they were not able to test on the meter due to that error message. One day ago, they went to the emergency room to have their blood glucose level checked out. The ER meter gave a "normal" result (patient did not recall the exact result). They were not given treatment. Patient does not take any diabetes medications at home. They stated that they just watch their diet. This case is reported as a meter malfunction since the error message was not resolved with troubleshooting. Patient was sent replacement meter and test strips.